Event description:
Patient fell two days after ankle surgery. This resulted in a revision surgery one month later to re-align ankle implant. Note: issue discovered during 1/23/08 internal audit of patient files.

Manufacturer narrative:
Evaluation: physician notes and patient x-rays. Additional ankle implant components. Part numbers for lot # 2261: 200010-901, 200010-902, 200222-903, 200221-932, 200220-903, 200219-923, 200009-902, and 200009-901.